Event description:
For two days in a row, at least four temperature sensing foley catheter infection control foley catheter trays had an issue where it appeared the temperature probe in the kit had been laid across the catheter during manufacturing causing the probe to stick to the catheter. When the user attempts to pull the probe and catheter apart, a hole is left in the catheter. The user has to open the packaging to detect this problem. On one day, three trays from lot ng2a1995 and lot ng2a0257 were used until a non-defective tray was found. The following day, two trays were opened until an acceptable tray was found. There was no injury to patient as this issue was discovered prior to being used on a patient.